Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the system has been programmed off while the doctor decides the next course of action. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the system has been programmed off while the doctor decides the next course of action. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the system has been programmed off while the doctor decides the next course of action. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.